Event description:
It was reported that a sensor wire was used during a dilation of right ureter with intraluminal device, via natural or artificial endoscopic opening procedure performed on (B)(6) 2018. During the procedure, the patient's ureter was injured. The patient was admitted in and out of the intensive care unit throughout the patient's hospital admission. The patient was discharged 13 days post-procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of december 20, 2018, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2401 captures the reportable event of unspecified injury of the ureter. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f0801 captures the reportable event of intensive care unit admission. Impact code f2303 captures the reportable event of medication required.